Manufacturer narrative:
Date received by manufacturer: 21jun2019. Date of report: 28jun2019. The manufacturer¿s international service technician confirmed the reported issue. The ventilator clicks on standby, disconnects the patient, and cannot enter standby mode. The manufacturer¿s international service technician replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part was not returned for investigation, and the root cause cannot be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. International UDI # (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported unit could not enter into standby mode. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
MFR received date: 28aug2019. Visual inspection of this customer returned gas delivery system (gds) revealed that this unit was missing the data acquisition printed circuit board assembly (da pcba) board and the oxygen (o2) valve solenoid with no signs of damage or contamination. A failure investigation (fi) technician installed the returned gds into a fi ventilator and using a fi da pcba and fi o2 valve solenoid and could not duplicated the reported complaint of unit would not enter standby mode. The returned gds was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.